Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Customer also reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 29.2 mmol/l. Insulin delivery was suspended due to low sensor glucose value and the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 3.2 mmol/l. Customer declined to troubleshooting for hyperglycemia and already did correction. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.